Manufacturer narrative:
Clarification to h6: previous medwatch submission noted re-herniation. Upon further information, abbvie has determined that the event of re-herniation did not occur. A review of the device history record for strattice lot sp100416 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 23/sep/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional and parastoma hernia¿ surgery and was implanted with a strattice device lot ¿sp100416-083¿ on (B)(6) 2017. The patient underwent a ¿lysis of adhesions, small bowel resection, wound exploration, excision of mesh¿ on (B)(6) 2018. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿wears hernia belt daily. Still experiencing pain. Had to stop working due to 10 lb weight restriction.¿ the form lists the conditions that were treated were ¿parastomal hernia, incisional hernia, adhesions, pains¿ between jan/2017 and dec/2018. There is no report of hernia recurrence in the record. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.